Event description:
Information received regarding the explanted device notes that post implant, the patient immediately went back to work doing some heavy lifting. Four days later, the patient presented to the emergency room with ventricular loss of capture and sensing along with a high impedance reading. The lead was found to have perforated the interventricular septum and the pericardial sac.